Manufacturer narrative:
(B)(4) this event was reported at an academic conference.((B)(6)).

Event description:
This case involved a (B)(6) woman with st elevation myocardial infarction who underwent emergent pci for total occlusion in the mid left anterior descending artery. After lasing with the elca, thrombolysis in myocardial infarction was attained. However, ellis grade 2 coronary artery perforation was detected on the angiogram. First a prolonged perfusion balloon inflation was applied to the perforation and then physician implanted two stents overlapping. A complete seal of the perforation was obtained. The patient was discharged without any further complications.

Manufacturer narrative:
Updated to include device and patient codes.